Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was report of frayed cables at the wrist. The physical damage was located near the useful end of the instrument that enters the patient¿s body. No material missing or detached from the portion of the device that enters the patient¿s body. Fraying was noticed prior to next use. The instrument has not been shipped back to isi.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.